Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not happy with the pocket location. There were no known environmental factors that contributed to this event. There were no known diagnostics performed. A pocket revision was done which resolved the issue. There were no patient symptoms reported. Patient weight and medical history were asked but unknown. Patient status was confirmed to be alive without injury. No further complications were reported.